Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the device jaws. Another device was opened and used to complete the procedure. There was no injury to the pt.